Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic nephrectomy. According to the reporter: during the procedure, after the 5th pumping was done, the balloon burst. The fallen piece was retrieved. A new instrument was used to complete the procedure. There was no report of additional bleeding or tissue damage. The operating time and incision were not extended as a result. No pt info available. No pt injury was reported.